Event description:
Boston scientific received information that the patient's system triggered lead safety switch (lss) which indicates an out-of-range (oor) impedance measurement however it was unknown which lead exhibited the oor measurement. Boston scientific technical services (ts) suggested to do testing and evaluate the lead. No further anomalies were noted on the leads. This device and the leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.